Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient newly intubated, attempted to pass suction catheter shortly after intubation but unable to pass and thought that ett (endotracheal tube) was kinked so it was removed and replaced. Event occurred while in use with patient. Operator of device was a health professional. Medical intervention was required. There was no patient harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.